Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 28-jan-2026, arthrex was notified via email of a case study published in 2021 by the american journal of sports medicine titled ¿minimum 10-year clinical outcomes after arthroscopic 270 labral repair in traumatic shoulder instability involving anterior, inferior, and posterior labral injury.¿ the study reviewed twenty-one (21) patients who underwent shoulder procedures using arthrex suturetak devices. One (1) patient was documented to have experienced traumatic dislocation resulting in a revision and one (1) patient was documented to have experienced recurrence of instability resulting in a revision during the ten (10) year follow-up period. Ref: (B)(4).